Event description:
Four (4) atmos scopes damaged by leaks of the "pressure compensation cap". The cap was noted to have water present in and on the pin sides of the caps with significant water entry and damage to the scopes. FDA safety report ID# (B)(4).